Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on sep. 15, 2023, the insert in question was used in the surgery via tka. In the surgery, when the said insert was inserted, the outer side floated more than 1 mm. The surgeon removed the insert once, and checked for foreign objects such as cement residue, took care of any soft tissue pinching, and attempted to reinsert again, but it floated outward. He repeated the process three or four times. Since the float was not fixed, he reinserted a 1mm thicker insert (8mm) and it was inserted perfectly. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed deformation/witness marks along one of the posterior grooves that is designed to slide into the locking feature of the mating tibial tray. The observed damage is consistent with unsuccessful insertion attempts during the procedure. The mating tibial tray was not returned, therefore, a functional test was not able to be performed. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. The attune knee system surgical technique (dsus/jrc/0316/1437 rev. K) advises on pages 79-80, ¿for fixed bearing tibial components, angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position an impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor.¿ following these steps will successfully locking the insert into the base as intended. The observed damaged condition suggests the posterior grooves on the underside of the tibial insert were not properly aligned with the undercut locking features of the tibial base. This would contribute to the difficulty/inability to mate the insert with the tibial component following multiple insertion attempts. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 7 7mm [151640707/j29r02] would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation (nc search) was performed for the finished device product code 151640707, lot number- j29r02 , and non-conformances / manufacturing irregularities were identified. 1) quantity manufactured: (B)(4). 2) date of manufacture: 03/26/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 02-29-2024.

Event description:
Additional information was received and stated that the affected site is the right knee.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the insert was inserted, the outer side floated more than 1 mm. The surgeon removed the insert once, and checked it and attempted to reinsert again, but it floated outward. Since the float was not fixed, he reinserted a 1mm thicker insert (8mm) and it was inserted perfectly. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.